Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to the company representative that the ophthalmic surgeon was experiencing leaking valved trocars during four vitrectomy procedures on the same day. The procedures were completed without replacing the product and there was no reported harm to the patients. The product samples were not retained. No further information is expected. This is the second of three reports.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review for each of the component lots was conducted; no anomalies were found. The product was released in accordance with all product acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates that this is the fourth complaint for leaking received against the components of the final reported lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).